Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the contact did not see insulin moving through the tubing during the fill tubing step of the load process. The contact disconnected the infusion set tubing from the cartridge patient line and still did not observe insulin dripping from the end of the tubing. Contact then loaded a new cartridge and completed the load process successfully. Reportedly, there were no alerts or alarms on the pump for this event. There was no impact to the customer's blood glucose level.